Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(6) that an ar-7800 fibertape cerclage tensioner, reusable was pulled off and the thumb release fell on the ground and a screw came loose. It is not tensioning correctly now. This was discovered during a procedure. The case was completed with another device with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-7800 serial/batch number (B)(6) was received for investigation. Visual evaluation found that the ratchet gear and the pawl lever is loose, most likely due to the wear and tear of the instrument. Functional testing found that the pawl lever doesn't actuate the ratcheting gear. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.